Event description:
It was reported that the insulin pump had a frozen display. Troubleshooting was performed. The device was tested for two hours and a new battery was inserted, but the insulin pump still had a frozen display. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.